Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports the venatrac snapped during line insertion into the lij. Medical intervention was required, the line was rewired and removed and a new line was inserted. There was no delay in surgery.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.